Manufacturer narrative:
G1: manufacturing contact facility name: shirakawa olympus co., ltd. The device was returned and the investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition 3cmos autoclavable camera head had an intermittent noisy image; the image subject could still be recognized. The issue was found during preparation for use and prior to sedation. There were no reports of patient harm.

Event description:
The customer reported to olympus, the high definition 3cmos autoclavable camera head had an intermittent noisy image; the image subject could still be recognized. The issue was found during preparation for use and prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, e1, g3, h2, h3, h4, h6, and h10 the device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was a lot of noise in the image. In addition, error e216 occurred and there was rust on the spring of the coupler. Based on the results of the investigation, it is likely that the following led to the malfunction: it was confirmed that the error e216 means "endoscope communication failure" and is an error that occurs when there is an abnormality in the communication between the endoscope and the product. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. This issue is addressed in the instructions for use (IFU): the following is described in the "warnings" section of the instruction manual under "instructions for use": "the endoscopic images and functions are abnormal. If the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The otv-s300 operation manual, "how to recognize and handle abnormalities," contains the following descriptions. Code: e216 error message: endoscope communication failure cause: an error occurred in the communication between the endoscope and the product. Solution: immediately turn off the power to the product and pull out the video connector. Clean the electrical contacts of the video connector and reconnect it. If the same malfunction occurs after turning the power on again, immediately turn off the product, unplug the power plug of this product from the medical outlet, disconnect the power cord from the power inlet of this product, and contact olympus. Olympus will continue to monitor the field performance of this device.